Manufacturer narrative:
Product ID was not provided, the UDI could not be identified at this time. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that when attempting to change the tubing, the tube feed seemed to have hardened around the port. When trying to unscrew the tubing, the rubber portion of the dobbhoff ripped, and the top plastic part came off with the tubing and was not able to continue the tube feeds, and the port was leaky. There was no patient harm reported. Additional information was received and stated that the enteral feeding port was detached.